Manufacturer narrative:
Two used devices were returned for evaluation on 2/19/2026 along with various mating devices. A photo was returned showing the packaging information of the ch2000s-c spinning spiros and the bd alaris set. The spiros and mating devices were leak tested. There was no leakage. The reported complaint of leakage was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 feb 2025 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received with regards to a spinning spiros closed male luer, red cap in which it was reported that there was a defective spinning spiros that led to a chemo spill. The spinning spiros was being used with the bd tubing. There was patient involvement and no reported patient harm. Additionally, the customer updated, that it was unknown if the patient had any mtx get on his skin. Nursing cleaned patient up per policy, removed gown, changed linen, and there was chemo on the fitted sheet beneath the patient. There was a delay as a new partial dose had to be made up.